Event description:
It was reported that an unspecified number of bd¿ blunt fill needles from lots 2144983, 2175384, and 2228438 were found with foreign matter adhered to them. The following information was provided by the initial reporter: "bd 18g x 1 ½ blunt fill needles may not be sterile. Two three lots were identified packaged with a black particles/ flecks /debris. Some needles had the particles adhered to the needle shaft. If the particles enter the medication, it may cause emboli. The needles may not be sterile and pose risk of patient infection. This may also cause medication waste."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2144983, medical device expiration date: 30 sep 2027, device manufacture date: 24 may 2022; medical device lot #: 2175384, medical device expiration date: 31 oct 2027, device manufacture date: 24 jun 2022 and medical device lot #: 2228438, medical device expiration date: 30 sep 2027, device manufacture date: 16 aug 2022. Investigation summary: it was reported the needle may not be sterile. To aid in the investigation, four photos were provided for evaluation by our quality team. Three photos show a needle assembly with no packaging blister or plastic shield. The needle has a foreign matter adhered to the needle. No other information could be obtained from these photos. One additional photo shows four packaging blisters with the needle assemblies. In each packaging blister there is a black speck that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot numbers 2144983, 2175384 and 2228438. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.